Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 4 malfunction events, where it was reported there was reduced/inadequate brake force. There were 3 events with patient involvement, but no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field but the issue was not confirmed; no defect or malfunction was found. 1 device is pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported there was reduced/inadequate brake force. There were 3 events with patient involvement, but no adverse consequences were reported.